Event description:
It was reported that during treatment with a sensation plus 50cc balloon catheter, blood was observed in the helium tubing. The balloon catheter was immediately removed and replaced with another balloon catheter. No patient injury was reported.

Manufacturer narrative:
Event site name: (B)(6) university health systemupon completion of the investigation into this event a follow up report will be submitted.